Event description:
The event is reported as: alleged issue: at the end of a laparoscopic gyn procedure, the surgical assistant removed the trocar and tried to insert the efx device into the defect. The surgical assistant had a difficult time placing the device into the defect. As he was pushing down on the device to pass it through the fascial defect, he heard a crack sound. He immediately removed the efx and noticed that 1 wing broke off into the pt's subcutaneous space. Upon further investigation, he also noticed that the gray hinge that holds the wings in place had also broke. Both pieces were removed from the subcutaneous far space. A new device was then used successfully to close the fascial defect. Please note that the pt had a very thick abdominal wall which surgical assistant noted that the thickness made the passage of the efx device more difficult. No reported pt injury. Pt current condition is fine.

Manufacturer narrative:
Sample has not been returned to manufacturer in time for this report.